Manufacturer narrative:
The main component of the system and other applicable components are product ID (B)(4) lot# va17dcl serial# implanted: (B)(6) 2017 explanted: product type lead product ID (B)(4) lot# va17dcl serial# implanted: 2017-02-08 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that patient's bladder and bowel symptoms have never really left then since getting the device implanted and mentioned having 2 bad accidents yesterday with their bowels. Patient's had reprogramming done however it hasn't seemed to help. They also stated that they have not done anything with their patient programmer yet and was not feeling stimulation. Patient had access to their patient programmer and when synced, it showed stimulation was on. Patient was able to adjust stimulation and was able to increase stimulation from 3.6v to 4.0v on program 3 and felt it in correct area. Moreover, patient mentioned the motor vehicle accident and having spoken to their healthcare professional about their concerns on the lead moving. Patient was advised to follow up with hcp if issues did not resolve with increasing stimulation. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID :3889-28, lot# va17dcl, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a reduction in efficacy of the implanted neurostimulator (ins) therapy. The patient was reportedly taking lasix, antibiotics, and was involved in a motor vehicle accident within the past 3 months. The rep checked impedances and found that some impedances were out of range, but they were able to program around the out of range electrodes. The issue was noted as resolved at the time of this report. On (B)(6) 2017, it was reported that the antibiotics were unrelated to the device and therapy. It was impossible to determine if the motor vehicle accident caused, or contributed to, the decreased efficacy and high impedances. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.